Event description:
Add'l MFR narrative, corrected data- account contacted reported that a tourniquet was applied around the pt's arm by the ICU nurse. Account contact said that the edges of the detached piece of catheter were slanted.